Event description:
The customer reported to olympus that the power button on the subject device would not turn the unit on. The reported issue was found when preparing the subject device for use. There was no patient or user injury reported due to the issue. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
During further follow-up, the customer cancelled the service request and explained they were sending the subject device to a third party service provider for repair. The investigation is still in progress. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.